Manufacturer narrative:
Correction information was provided in d.10. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the lens stuck in the injector. The procedure was completed on same day without any harm to the patient. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).